Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that there was an automatically full blow of blower when the device was powered on. The bme provided video footage to the remote service engineer (rse), and the rse advised the bme that operation was normal since the patient circuit was not installed, informed the bme that the device will full blow to reach the configured setting, and asked the bme to connect the patient circuit before turning the device on. The bme connected the patient circuit prior to powering on the device, after which the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Also, per good faith effort (gfe) response received, the field service engineer (fse) stated that there was actually no patient involvement at the time the issue was discovered. No patient or user harm was reported.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that there was an automatically full blow of blower when the device was powered on. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that there was an automatically full blow of blower when the device was powered on. The bme provided video footage to the remote service engineer (rse), and the rse advised the bme that operation was normal since the patient circuit was not installed, informed the bme that the device will full blow to reach the configured setting, and asked the bme to install the patient circuit before turning the device on. The investigation is ongoing.